Event description:
Information was received indicating that a smiths medical pump was functioning properly but when changing the cartridge had a blockage and was not allowing any procedures to be performed. In addition to this, it was reported that there was damage to the cap were the cartridge was located. The pump was being used for remodulin treatment at a dose of 24 ng/kg/min at a rate of 0.026cc/hour. There were no reported patient injury. There reported adverse events.